Manufacturer narrative:
The actual device involved in this event was returned for eval. The reported symptom of the device stalling during procedures was verified. No grinding noises occurred during the eval. The stalling problem was determined to be due to the collar clamp slipping during the stall torque test because the collar clamp was not torqued to specification. Also, the investigation found that the sub-chassis was bowed and would not allow the cpc alignment tool to line up with the cpc coupler. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-00589. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported by the sales rep that the device is stalling during procedures. The unit loses power, stops, restarts, stops again, and then comes on again. The lights flash, the handpiece barely spins and the unit continues to cycle on and off. The coupler may be misaligned. The unit stalls prematurely under load and seems to get worse the longer it runs. The case was completed using the same device with no adverse pt consequence.